Event description:
Customer reports blood glucose result of 355 mg/dl obtained on advantage system 1, and result of 328 mg/dl obtained on advantage system 2. Customer was using expired test strips when both results were obtained. Customer reportedly took novolog 20 units based on meter results; states he passed out 30 minutes later, and was unconscious for 25-30 minutes. Emts were called, and customer's blood glucose result in their meter was 23 mg/dl, and was treated with an IV (contents unk). Customer was taken to the hospital and released 5-6 hours later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report for the suspect device used in system 2 (lot number 548475, expiration date 07/31/2006). Reference medwatch report is for the suspect device used in system 1.